Manufacturer narrative:
Concomitant medical devices: electric pen drive device, cutter device, reciprocating saw attachment device. (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 3 for the same event. It was reported from (B)(6) that during an osteotomy surgical procedure of the mandibular branches, it was observed that the motor on the electric pen drive device started to heat up that the saw blade device also heated up and lost its edge while these device were in use together with the reciprocating saw attachment device. According to the report, the increase in temperature on the motor on the electric pen drive caused the saw blade device to also heat up burning both the lips of the patient and the doctor's hand. It was not reported if there was a delay in the surgical procedure. It was not reported if a spare device available for use; however, it was reported that the surgery was completed using a chisel and a hammer. There was patient involvement. It was reported that no medical intervention was required to treat the burn on both the patient and the surgeon as both were just superficial burn. It was reported; however, that anti-inflammatory and topical ointment were used to treat the burn on the patient's lips. It was not reported if there was a prolonged hospitalization. The patient's status post-surgery was not provided. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device failed pre-test for check alignment of tool coupling, ccheck of free moving, and check oscillation frequency. It was also determined that the attachment was blocked, the bearings were worn and the mechanics were seized, jammed and moving heavily. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.